Event description:
It was reported that during a mca (middle cerebral artery) stenosis case, the guidewire(subject device) was advanced past the stenosis to place the microcatheter. During withdrawal of the guidewire, the distal end fractured inside the microcatheter. The physician removed the broken guidewire together with the microcatheter and replaced with a new guidewire and completed the procedure successfully without clinical consequences to the patient.

Event description:
It was reported that during a mca ( middle cerebral artery) stenosis case, the guidewire(subject device) was advanced past the stenosis to place the microcatheter. During withdrawal of the guidewire, the distal end fractured inside the microcatheter. The physician removed the broken guidewire together with the microcatheter and replaced with a new guidewire and completed the procedure successfully without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available, the exact cause for the reported event cannot be determined.